Event description:
It was reported that the back of the syringe sprayed medication during use.

Manufacturer narrative:
It was reported that the back of the syringe sprayed medication during use. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation. Visual and functional testing was unable to confirm the reported problem/issue and a root cause was unable to be determined. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on (B)(6) 2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.